Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted during testing. The insulin pump had a cracked case at display window corner.

Event description:
The customer reported via phone call that the insulin pump alarmed button error while the customer had been exercising. The customer did not know the blood glucose reading. The customer was advised to wear a protective barrier when exercising in order to protect the insulin pump from moisture, as this may be a cause of the button error alarm. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.